Event description:
This MDR is conservatively filed on the steerable guide catheter for access site oozing (bleeding) that required intervention. It was reported that 2 mitraclips were successfully implanted, via right femoral vein access, on (B)(6) 2013, reducing the functional mitral regurgitation from grade 4 to grade 1. A vessel closure device was used; however, post procedure, the patient experienced non-serious oozing (bleeding) at the right groin access site. A stitch was placed at the right incision site and the oozing resolved the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the sgc and the device was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.